Event description:
On an unknown date in the middle of (B)(6) 2014 the patient underwent a surgery on the solitary bone cyst of calcaneus, using chronos inject to fill defect. Approximately four weeks post operatively; signs of inflammation appeared, sanitation had been performed. During the procedure some pus like fluid with particles of chronos came out. The remainder of the chronos was washed out. It appeared that no material remains in patients body. The patient still receives anti-inflammation therapy and the bone defect still exists. There was no harm to the patient and no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of event: reported as; (B)(6) 2014. Implant date: reported as; (B)(6) 2014. Explant date: reported as: (B)(6) 2014. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.